Event description:
It was reported that this ra lead exhibited high out of range impedances, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The patient had experienced symptoms of dizziness. The device was reprogrammed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).